Manufacturer narrative:
D9: device available for eval yes. D9: returned to manufacturer on: 16feb2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's report is that the drug solution did not come out upon priming.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's report is that the drug solution did not come out upon priming.